Event description:
It was reported that during a thoracotomy excision of metastases procedure, the harmonic was set up and passed initial testing but during procedure, it became apparent that the minimum button on the disposable instrument was not working. Entire case was completed using maximum alone. There were no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.